Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the lead was later successfully extracted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of a system revision due to a patient pocket erosion. It was noted that this lead was unable to be extracted; therefore, the lead was surgically abandoned and the patient will be scheduled for laser lead extraction at a different facility. There was no report of adverse patient effects due to the explant procedure.